Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that his one touch ultramini meter would not power on. The medical surveillance specialist (mss) spoke with the patient on august 11, 2009, and obtained the following information. The pt reported that the alleged power issue began on original date (time unk). The pt manages his diabetes by taking a combination of oral medications (type and dose unk) and novolin r and regular insulin (based on a sliding scale). The pt confirmed that he continued to take his oral medication as usual; however, discontinued taking his insulin. On the morning of three days later, the pt claimed he began to sweat profusely and felt weak and dizzy. The pt associated these symptoms with a low glucose and treated self with juice. Sometime while experiencing the symptoms, the pt reported that he fell and bumped his head. The pt denied seeking medical treatment as a result of the fall. At the time of troubleshooting, the customer care advocate (cca) noted that the subject meter powered on manually. The pt did not have test strips with him at the time of call and therefore, the cca was unable to confirm if the alleged power issue was resolved. Replacement products were sent to the pt. This complaint is being reported because the pt claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.